Event description:
The customer reported the system had a save operation failed error and would not exposure to perform cine. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.